Event description:
It was reported that the patient presented to the clinic for a follow up. Remote transmission noted that the patient's right ventricular (rv) lead was oversensing noise, resulted in high ventricular rates. Programming changes were made. The patient was in stable condition.